Event description:
Customer sent device in with report of channel error 240.4150 and stated there was no patient incident. During servicing residue was found on the occluder fingers inside the device.

Manufacturer narrative:
Manufacturer's report date: 04/14/2010. (B)(4). This report was filed by the manufacturer. During visual inspection of the internal components of the device, contamination of the occluder fingers was found, consistent with a fluid ingress condition. This resulted in the fingers sticking and causing the reported error code. The bezel and pressure transducer were replaced. The device was returned to the facility after passing all required service level testing.